Manufacturer narrative:
The subject device was returned to a 3rd-party service center for device evaluation. A ventilator inoperative code was noted in the error log and indicates the machine flow sensor drift was above specification. This issue required replacement of the machine flow sensor. Other non-critical error codes were noted in the error log that indicated replacement of the blower assembly, and the system printed circuit board assembly was needed and was therefore completed. As part of the 4-year maintenance performed, the muffler assembly, air foam inlet filter and particulate filter were replaced. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to the manufacturer; however, device evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.